Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The home patient (hp) was connected at the time of the alarm. This occurred during the third fill cycle of peritoneal dialysis (pd) therapy. The patient stated that the supply bag became disconnected. The technical service representative assisted the patient in clearing the alarm. The patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Since the device was not returned, an evaluation could not be performed. However, a supply bag disconnecting is a known cause of this alarm. Should additional relevant information become available, a follow-up report will be submitted.